Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices nav-ring is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to send the device to bench for repair. Investigation ongoing.

Manufacturer narrative:
H10: no repairs were completed by bench repair as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. Not covered by warranty, service has been cancelled. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The customer sent the device to bench for repair. Bench evaluated the device and confirmed that the nav-ring is not functioning. Bench replaced the front bezel with nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and will be return to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.